Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the inspiratory limb of the circuit had a melted section of tubing that allowed the circuit to leak. If should also be noted that as the visual investigation continued the heated wires were visually inspected to ensure there was no "bunching" or "gathering" of wires that could potentially lead to the buildup of a hot spot in the tubing. There was no physical evidence of that condition. Since the defect could have been associated with an electrical problem the heated wire electrical resistance was measured and confirmed acceptable per the specification. Based on the visual exam, the reported complaint was confirmed. With the current information available, a root cause for the issue could not be determined. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the circuit melted. Additionally, the patient was on heated humidification with teleflex circuit, the patient was then removed temporarily from the location with the circuit and heating equipment, and was then returned. While the patient was gone the heating apparatus was not turned off. Length of time that the patient was off the circuit is not known, neither is it known how long the equipment was left on until found. It was not known if the circuit had been inadvertently covered up with bed linen. There are no more details than what has been reported from the user facility.

Manufacturer narrative:
(B)(4). Product usage when the alleged issue was detected is unknown. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo available. A device history record review could not be conducted since no lot number was provided. No corrective action can be established at this moment since the device sample or a picture is not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be updated.

Event description:
The customer alleges that the circuit melted. Additionally, the patient was on heated humidification with teleflex circuit, the patient was then removed temporarily from the location with the circuit and heating equipment, and was then returned. While the patient was gone the heating apparatus was not turned off. Length of time that the patient was off the circuit is not known, neither is it known how long the equipment was left on until found. It was not known if the circuit had been inadvertently covered up with bed linen. There are no more details than what has been reported from the user facility.